Event description:
Boston scientific received information that this implantable defibrillation lead was exhibiting noise and provided inappropriate anti-tachycardia pacing (atp) as well as inappropriate shock therapy. The lead was found to have increased threshold measurements, pacing impedance measurements greater than 2000 ohms, and fluoroscopy showed the lead appeared to be fractured. The lead was partially capped and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the returned lead portion was performed. Microscopic inspections of the terminal pin assembly and lead body found only the proximal lead segment was returned, severed 12.8 cm from is-1 pin. Additionally set screw marks were found on all terminal connectors. Resistance tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.